Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following a cataract extraction with an intraocular lens (iol) implant procedure, patient can see okay at a distance (although not as well as someone else who got multifocal lenses decades ago). Near to moderate distance was worse than prior to surgery. It's affecting her ability to see during videoconferences at work, triggering migraines, and she had injuries from difficulty seeing while doing work around the house. Additional information was received stating patient's distance vison was significantly better, her intermediate and near vision were significantly worse than prior to surgery and this was negatively impacting her life. Since the surgery/lens implant, she has much worse vision at arms length or nearer, for example, seeing at video meetings, identifying typing errors on the computer/cell phone, extreme difficulty reading cell phone, headaches and migraines triggered from straining to see at work, minor injuries and extra time required due to difficulty seeing while doing tasks with tools such as the electric drill, being able to see the timer on watch at the gym, opening the lock on her locker at the gym, have to ask friends to read labels, instructions, etc. For her. The difficulties were not only physical but are also impacting her social/emotional health. She used some vacation days to rest her eyes from strain at work, but did not want to/would not be able to continue to do that indefinitely. Her ophthalmologist warned that halos can be a side-effect of multifocal lenses but she accepted that; however, she did not expect that a multifocal lens would lead to worse intermediate vision and near vision than before. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint of "near to moderate distance vision worse, affecting ability to see ". The lens remains in the eye. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up attempts were made for additional information. Per the surgeon: patient has a history of lasik dry eyes. Patient has dry eyes and was not compliant with her drops. Surgery went well and iol is in good position.

Event description:
Additional information received and stated that patient had a history of lasik and dry eyes and was not complaint with eye drops. Surgery went well and iol was in good position.